Event description:
It was reported to technical services on (B)(6) 2011 that this patient presented to ER with loss of capture on the rv lead. 2.5 at .5 was programming on the rv. 3.5 at .5 was his threshold today. No documentation that the device ever did a threshold via a clinician or rep. Impedance went from stable 500 in the dailies to 1300 now. The physician will do further testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).